Event description:
The account alleged that the head section will slowly drift down.

Manufacturer narrative:
The technician found grease in the head drive brake spring. The technician cleaned the brake spring to repair the bed.